Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device analysis revealed the imaging window was detached from the sheath assembly at the lapjoint section. Imaging core windup began 24.00 cm from the distal end of the connector shaft. Impedance testing shows an electrical open at proximal wave form and image testing could not be performed due to the condition of the returned device.

Event description:
Reportable based on device analysis completed on 19may2020. It was reported that lost image occurred. The target lesion was located in a calcified lesion in the left main artery. An opticross imaging catheter was selected for use. When catheter was advanced, black screen was observed. The procedure ws completed with another of the same device. No patient complications were reported and the patients status is stable. However, during device analysis revealed a sheath detachment in the lapjoint.